Event description:
The customer reported falsely decreased alinity c total bilirubin generated from an alinity c processing module and provided the following data for 1 patient: sample ID:(B)(6). Initial result was <0.1 (customer normal range is 0.2 - 1.2 mg/dl) the sample was repeated 3 times on different analyzers and generated the same result. The sample was sent out to another laboratory and generated a result of 0.2. Patient information: patient is pregnant and taking pre-natal vitamins. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c total bilirubin generated from an alinity c processing module and provided the following data for 1 patient: sample ID (B)(6) initial result was <0.1 (customer normal range is 0.2 - 1.2 mg/dl) the sample was repeated 3 times on different analyzers and generated the same result. The sample was sent out to another laboratory and generated a result of 0.2. Patient information: patient is pregnant and taking pre-natal vitamins. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Returns were available but not requested as the sample were rerun multiple times on different instrument and generated same result. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot 66400uq05 was identified.